Event description:
Caller reported a cartridge alarm issue, noting a high blood glucose level, with the specific value unknown. The customer managed the high blood glucose through a correction injection via manual insulin delivery. Technical support confirmed the pump required replacement and arranged to send a new one with updated software, providing instructions on returning the faulty pump. The customer understood and acknowledged the need to transfer pump settings and connect their continuous glucose monitor to the new pump.